Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air water nozzle/channel and auxiliary water channel were clogged with foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. There were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer. The issue was found after manual washing once placed in the endoscope washer machine. The procedure was a diagnostic esophagogastroduodenoscopy. There was no harm to the patient or operator and no surgical delay.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
The customer reported to olympus, the channel on the evis exera iii gastrointestinal videoscope was clogged/obstructed. No patient injury or procedure impact was reported.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the channel obstruction was confirmed. The nozzle, air/water tube and tube channel were found to be clogged with foreign material. The clogged tube channel caused the auxiliary water to not emit forward from the distal end. The clogged nozzle would not allow water to feed into the tube channel. The light guide cover glass was deformed. A crack on the plastic distal end cover was found and caused the insulation resistance at the distal end to not meet the standard value. Scratches and discoloration were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.